Manufacturer narrative:
The centra disposable biopsy forceps subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the centra disposable biopsy forceps caused "bleeding" and "tearing". User facility personnel utilized a hemostasis clip and the procedure was completed successfully.